Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the sys displayed a communication error and would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.